Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with approximately 200 units of insulin. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was approximately 150 mg/dl.